Event description:
This patient was enrolled on (B)(4) trial, a multicenter prospective aneurysm clinical trial, and was randomized to the bare platinum treatment arm. The patient is a (B)(6) female who presented with a ruptured aneurysm located in the anterior communicating artery. The patient's aneurysm was coiled on (B)(6) 2014 and (B)(6) 2014 the pt presented with a mild vasospasm that most pronounced in the left mca with no symptoms. The vasospasm resolved on (B)(6) 2014. The sae was reported because the event required in subject hospitalization or prolongation of existing hospitalization.